Manufacturer narrative:
Information contained in this report was previously submitted through psr on 26/oct/2010. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation are pain and rupture.

Event description:
Patient reported left side moderate breast pain. Additionally healthcare professional reported a left side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified a broken device is not confirmed if the device is complete, labeled left. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: b.5, d.7, h.6.

Event description:
The device has been explanted.